Event description:
It was reported that the subject device had blurry image. The issue was found during preparation/prior to sedation and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, d10, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurry image. The issue was found during preparation/prior to sedation and the procedure was completed with a similar device. There were no reports of patient harm.